Event description:
The pt reports obtaining a blood glucose result of 650 mg/dl on the compact test system, which is beyond the system measurement range of 10 mg/dl to 600 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant result was obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.